Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: vnmc2828c182tu, serial/lot #: (B)(6), ubd: 10-oct-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts were implanted during the endovascular treatment of a dissection. It was reported approximately 3 years follow-up CT showed post-surgical changes of the tevar with unchanged extent of the residual dissection extending to the right external and left internal iliac arteries and a slightly increased size of the proximal abdominal aorta just distal to the stent graft measuring 32x30mm compared to 31x29mm previously. No cause was provided. No additional clinical sequalae were provided and the patient will be monitored.